Event description:
Reporter alleged being unable to use the blood glucose device due to an error while in the hospital for an illness unrelated to this report. It was stated meter was performing "fine" before customer went into hospital, however, when calling the manufacturer, it was determined segments on the display are missing. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement was sent.